Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during a lap sleeve gastrectomy, noticed on the 4th firing with a green reload that the device got a bit stuck going through the port, which made the buttressing bunch up. When they removed the device from the patient and inspected it, it seemed as though the anvil was deflected (bent upwards), possibly due to the pressure of firing over very thick tissue. Stopped using this device and continued to use second gun that was already opened. There was a 3-4 minute delay to procedure. Patient consequence was not reported.

Manufacturer narrative:
(B)(4). Batch # t5ay4u. Investigation summary: the analysis results found that one plee60a device was returned with the anvil bent upwards and without reload present. No functional test was performed due the condition. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Additional information requested and received: is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) I have not heard that there have been any issues at this point in time.